Event description:
It was reported that a patient underwent a procedure for insertion of a pacemaker on (B)(6) 2012 and suture was used. While passing through the subcutaneous tissue the needle broke. X-ray was performed and all needle fragments were removed from the patient. The procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There were scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.